Manufacturer narrative:
This report is on an unknown connecting screw, part and lot numbers are unknown. Without a part number the 510k number cannot be provided. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The complaint handling unit reported the unknown part/lot connecting screw was not returned with the other devices involved in this incident making it impossible to perform any further investigation into the reported event.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a (B)(6) female sustained a femoral shaft and neck fracture. Surgeon planned to insert expert a2fn with two hip screws and two distal static screws. Everything went smoothly initially, ø10mm l360mm a2fn right was opened, connected to insertion handle, tested of alignment of the hip screw, nail was inserted in. Then the surgeon tried to inserted the 3.2mm guide wire for the 6.5mm hip screw, but unable to get to the optimal position and in lateral view, the guide wire kept going posterior. Surgeon tried to insert the nail further, also adjust the nail to aim the guide wire in more center position in lateral view. Surgeon realized the nail was slightly over inserted, nail needed to be backed out for two hip screws to go into the femoral neck. The nail was not coming out with the hammer guide and slap hammer connected to the insertion handle: connection to the nail and insertion handle was retightened. Surgeon tried to loosen the connection screw connecting the nail to insertion guide, and tightened again. The nail was still unable to back out. Guide wires for the hip screw were inserted, measured. Inferior guide wire was removed, followed by reaming: the reamer broke. The surgeon extended the incision to try to remove the broken drill bit. Broken drill bit was removed, and the surgeon was still unable to back out the nail. Another attempt to put in the hip screw guide wire, and drill with 4.5/6.5mm reamer was made. The second reamer broke. Both reamers were broke, another a2fn set were arranged to transfer to the hospital. While waiting, the surgeon removed the insertion handle, and tried to remove the nail with the extraction screw. Eventually it engaged and the nail was removed with help of the slap hammer. After inspection of the nail, drill mark was found on the nail, and the proximal part of the nail engaging the connecting screw and insertion handle had signs of wearing off. Another nail was opened (ø10mm l340mm right) and inserted. Two guide wires were inserted for the hip screw, while still waiting for the 4.5/6.5mm reamer, the surgeon inserted the distal static screws, after distal screws were inserted, and reaming was done after guide wire removal, and hip screws were inserted. The surgery was delayed for about an hour. This report is on an unknown connecting screw. This is 4 of 4 reports for complaint (B)(4).